Manufacturer narrative:
H6) : manufacturing representative went to the site to test the system. They could not duplicate issue. System checkout performed. Codes b01, c19, d14 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the open, close, dock, and lift buttons were unresponsive on the system (pendant buttons unresponsive). Fse reported reboot resolved the issue. This occurred intraoperatively, and there was unknown delay. There was unknown impact on patient involved.